Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer cribriform occluder was selected for implant. Upon deployment, a cobra deformation was noted. The device was recaptured and removed from the patient and replaced with a new 25mm amplatzer pfo occluder. No patient consequence were reported and the patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 an event of deformation of device was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note that per contraindications section of the amplatzer multifenestrated septal occluder instructions for use, artmt100092301 rev. A, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."